Manufacturer narrative:
Batch review performed on 23 april 2019: lot 187117: (B)(4) items manufactured and released on 08-nov-2018. Expiration date: 2023-10-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
1 month after primary revision surgery for infection. The surgeon performed an I&d, revised another company's head with another company's head and revised the liner with a medacta liner. The surgery was completed successfully.